Event description:
Baxter (B)(4) received a report that an intermate had a separated winged luer cap. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed the reported condition of a separated blue winged luer cap. The root cause was determined to be manufacturing operator error. As a result of this incident, awareness training for all applicable manufacturing operators was conducted in (B)(4) 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.